Event description:
It was reported that during an unspecified procedure, deflation and removal difficulties were encountered. Upon attempting to withdraw the symmetry small vessel balloon dilatation catheter, the balloon did not deflate properly for removal through an unspecified 5fr sheath. Multiple attempts to obtain additional information have been successful.

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.